Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for a device evaluation. Evaluation found the following findings with the returned device: due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deformation of lock engagement lever, the up/down knob could not be locked securely, the plastic distal end cover had a chip, adhesive on the bending section cover rubber had a chip, and right/left knob was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination (pseudomonas growing in the biopsy/suction channel as well as the air/water channel). The issue was found during reprocessing and a routine culture test of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (see b5), results of third party testing, and the legal manufacturer's final investigation. The user sent the subject device to a third party for culture testing on 08may2023 where: sampling from: auxiliary ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: biopsy suction. Cfu: 4cfu. Bacterial identification: pseudomonas aeruginosa. Sampling from: suction air water ch, cfu: 12cfu. Bacterial identification: pseudomonas aeruginosa. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their customer provided cleaning disinfection and sanitization (cds) practices of the subject device. The air water channel cleaning adapter is used for pre-cleaning and pre-cleaning is immediately performed after the procedure. Pre-cleaning steps include: 1. Water sucked through scope, 2. Scope wiped over with enzyme wipe (clean to dirty), 3. Scope sucked through with enzymatic, 4. Air/water channel swapped for air water channel cleaning adapter before finished suction of enzymatic, 5. Auxiliary channel flushed after procedure. The detergent used for pre-cleaning is ecolab enzyme wipe. The endoscope channels are brushed with a single use brush during manual cleaning. The single use brush manufacturer is cheiron healthcare chd240.05 and the cleaning and disinfectant solutions used with the endoscope is opti-pro multi--enzymatic 6071346 ecolab. The device passed the leak test. The device is processed in a soluscope sprint automated endoscope reprocessor (aer) with soluscope cln+, soluscope p, and soluscope a detergents/disinfectants. (The aer serial numbers include: (B)(6)) there have been no issues noted with the aer. The endoscopes are stored in an ecolab drying cabinet (serial numbers (B)(6)) after reprocessing. Additionally, it was reported that all channels were connected with cleaning tubes when the endoscope was setting up into the aer. The disinfectant was not expired and it met the minimum effective concentration, the water quality of the rinse water was controlled, and the water filter was replaced in accordance with the instructions for use. The subject device was routinely microbiologically tested on the 3may2023. Positive test results came back on 5may2023. Scope was used on a number of patients between testing and positive results being given. There was no report of patient harm or infection. Scope was cleaned with cycle 2 (extra wash cycle) and then quarantined on 5may2023. Retesting took place on the 8may2023, scope remained in quarantine while waiting for the results.